Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial leadless pacemaker (lp) exhibited a dislodgement post tether mode in the right atrium (ra). The lp was successfully retrieved and implanted. There were no patient consequences.